Event description:
Pt underwent surgery for bilateral slipped capital femoral epiphysis and three 7.3mm cannulated screws were implanted. X-ray taken post-operative showed broken screws. Broken screws were removed.

Manufacturer narrative:
No investigation could be made, no conclusion could be drawn as no device was received. Sythes is unable to determine the manufacture date without a lot number.